Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements and a patient alert was triggered. It was also reported that the lead trend shows a gradual rise in impedance and an increase in capture threshold. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed oversensing noise. The lead has been capped and replaced. No patient complications have been reported as a result of this event.